Manufacturer narrative:
Additional information was received that the there was no disengagement of the top screw and there was no fall of the heater door. Therefore, there was no reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that the heater door was broken. There was no patient involvement.